Manufacturer narrative:
The reported complaint was not confirmed through the events log but duplicated during transducer calibration. Pt802 has failed.

Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the vela ventilator experienced a transducer fault alarm with irregular ventilation. Patient involvement is unknown at this time.